Manufacturer narrative:
Product event summary (B)(4) - the device was returned and analyzed. The device met 79% of expected longevity. Without the hi story of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead: (B)(6) 2010. 4195 implantable pacing lead: (B)(6) 2010. (B)(4).

Event description:
It was reported that the device reached early elective replacement indicator (eri) due to high output. The high output was physiologically necessary for the patient and was programmed to high at implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.